Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The moderately tortuous and calcified target lesion was located in the right coronary artery (rca). A 2.25x20mm maverick2 balloon catheter was advanced to the target lesion for predilation. The balloon was inflated to 5atms on the first inflation and ruptured after 3-4 seconds. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).